Event description:
Patient reported that he experienced 2-3 devices where the needle button popped out before the 24 hour period. The patient noticed that the button was popped out because his sugars were over 300. He stated that he did not experience any symptoms.